Event description:
It was reported that the pump was alarming with an error code. The pump was alarming while the batteries were removed. No patient injury was reported.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states (section watching power up) 'if an error code appears, the pump should be removed from use and returned for service.' The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. Additionally, operators manual in section the 'alarms and messages' section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.